Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history review confirmed the device passed all the post sterile inspection checks. Regarding, pump suction, volume was given along with the position verified but did not resolve. After reviewing the logs, logs showed noisy low placement signal, continuous suction and continuous position unknown alarms. The cause of the pump suction was most likely patient condition since the event logs confirmed low flow or suction along with placement signal trending down. H6 investigation type, findings and conclusion codes and component code were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient was implanted with an impella 5.5 as a bridge to transplant. While on support, the patient received volume due to suction alarms, which resolved. An echocardiogram was obtained and there was an attempt to reposition the impella 5.5 to increase the flow. After changing the impella 5.5¿s position and verifying correct placement, flows did not increase above p4/p5 without suction alarms. Support continued uninterrupted despite the reduced support level.

Manufacturer narrative:
Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.